Manufacturer narrative:
Pump received with intermittent down arrow button response due to flattened button dome switch. The keypad connector was not found unlocked during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was difficult to operate. Customer stated that the scroll button was caving in and was hard to press. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.